Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of label - missing was confirmed. On 09-april-2025, lvp was received unboxed and with paperwork. Unit passes asm functional testing, no other issues noted. Root cause: labeling misunderstanding confusion with new 51 ok label on new lvps vs old/repaired lvps. This lvp has the correct labels. Unit will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. Failure investigation report attached in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing label. There was no patient involvement.

Event description:
It was reported that the device had missing label. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.